Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device on the same day of application. The customer received unspecified low readings on the adc device. The customer did not notice a trend arrow on the device. Due to the low readings, the customer self-treated with sugar. Subsequently, the customer experienced symptoms described as dizziness, vomiting, nausea, "hard to stand", fatigue, blurred vision, and was unable to self-treat. Thereafter, the customer obtained a comparison reading of 63 mg/dl on the adc device compared to a reading of 500 mg/dl on an adc meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. Emergency services were called and the customer was taken to the hospital and admitted into the emergency room where they had contact with a healthcare professional (hcp) who performed a CT scan and provided unspecified treatment. Adc customer service attempted to contact the customer to obtain additional information regarding the medical event but were unsuccessful after three attempts. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre products; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.